Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's reported problem was able to be verified. Inspected the pump and found error code 1871 occurred and displayed on the screen during power up, and both error codes 1836 and 1871 were showed in an event history log. Both the error codes 1871 and 1836 indicate a problem with a motor issue. Further investigation of the pump determined that the motor was corrupted and was the root cause of the issue. Service will replace the motor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited "error 1836/error 1871". There was no patient involvement in this event. No adverse effects were reported.